Manufacturer narrative:
D9/h3: a portion of the driveline was returned for evaluation. Manufacturer's investigation conclusion: incidental findings: rescue tape was observed approximately 1.25¿ ¿ 21.5¿ from the controller connector. Underneath the tape, areas of outer jacket damage were observed approximately 4¿, 7¿, and 15¿ from the controller connector. Areas of missing outer jacket were also observed approximately 18.75¿ ¿ 23.5¿ from the controller connector.. The evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6), confirmed driveline wire damage consistent with the pump stoppage events captured in the submitted log file. The submitted log file captured pump stoppage events on 13jun2023 and 14jun2023 with corresponding low speed advisory / hazard and low flow hazard alarms. These events occurred while the system was supported by batteries. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file appear consistent with the confirmed driveline wire damage. (B)(6) was exchanged on 16jun2023 and was not returned for evaluation. Approximately 32.5¿ of the distal-end of the driveline was returned for analysis. Electrical continuity testing of the driveline found all wires to be electrically intact. The driveline was carefully disassembled layer-by-layer to examine the underlying wires. Visual inspection revealed breaches to the yellow, brown, green, black, and orange wires between approximately 29¿ ¿ 32.25¿ from the controller connector. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional current leakage through the insulation of any of the driveline wires. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The pump stoppages captured in the submitted log file could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). The relevant sections of the device history records for (B)(6) and driveline, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported there were periods of time where the pump was not able to match the set speed. These events were confirmed via log file analysis. X-rays were taken of the external and internal portions of the driveline. Driveline damage was suspected. The patient was admitted for further evaluation and a heartmate ii to heartmate 3 pump exchange was performed on (B)(6) 2023.